Event description:
A customer reported difficulty pressing the pump's quick bolus/wake button, requiring multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose level. Technical support instructed the customer on proper button pressing technique and assisted in removing the pump from its case, but the issue persisted. Technical support decided to replace the pump under warranty, and the customer will use multiple daily injections as backup therapy. The customer was informed about returning the problematic pump with a pre-paid label and understood the instructions.